Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 176,839 joules of use. The procedure was completed using a second fiber. Outcome: "no injury to the patient". Gland volume: 120 ml time expended: 26:34 minutes

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.